Event description:
It was reported that pump experienced malfunction alarm and customer initially felt uncomfortable continuing pump use, requesting pump replacement before attempting pump reset. There was no adverse impact to the customer¿s blood glucose level. Technical support advised customer to perform pump reset and call back for further assistance, then later confirmed malfunction did not recur after reset, instructed that pump use could safely continue, and advised customer to call back if malfunction code occurred again; customer acknowledged and understood instructions.